Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified posterior descending artery. A 2.00mm x 20mm nc emerge® balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 14 atmospheres. However, during the second inflation at 20 atmospheres for 25 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.0x15 non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.